Event description:
Per information provided on the received maude report ((B)(4)) and the user facility, a (B)(6) female underwent a venous access on (B)(6) 2013. While attempting to obtain venous access using the micropuncture kit, the distal end of the wire, included in kit, broke off in the vasculature at the right subclavian area. The left femoral groin was accessed and the broken wire was successfully retrieved through an additional procedure. The surgical procedure was successful. According to the initial reporter, the pt did not experience any adverse effects other than the need for the surgical procedure due to this occurrence.

Manufacturer narrative:
Additional procedure and removal foreign body is not labeled. Breakage of wire is not labeled. Event is still under investigation.